Event description:
It was reported that the user experienced fluctuating blood glucose values while using the ilet bionic pancreas, with readings ranging from a high of 200 mg/dl to a low of 73 mg/dl over a couple of hours, after a recent change to cgm targets and with sleep target set higher; the event was managed with oral glucose and did not require professional medical intervention. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact requiring self-treatment and monitoring only. Investigation included complaint handling with troubleshooting and user education, without alarms or alerts reported. Investigation of this case revealed no device malfunction identified and the cause of the glycemic fluctuations remained unclear. It was concluded that the event was user-reported hypoglycemia with intermittent hyperglycemia of unclear cause, and no reportable injury or malfunction was established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.